Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, r-wave amplitude variation, and unacceptable threshold. The lead and helix were received for analysis. The reported event of helix mechanism issue was confirmed. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The cause of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. The reported events of r-wave amplitude variation and unacceptable threshold were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were detected.

Event description:
It was reported that 5 days after implant a lead dislodgment was confirmed via fluoroscopy. Device interrogation revealed failure to capture and r-wave amplitude variation. During lead revision, there were issues with the helix retracting and extending. The lead was explanted and replaced successfully. The patient had no consequences.